Manufacturer narrative:
(B)(4). This report for a connection issue - disconnection of a supply bag, was not confirmed in the lab due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. Not enough data is available within the complaint to identify root cause. Labeling review found the labeling adequate for the use error identified in this complaint. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be performed. Should any additional information become available, a follow-up report will be submitted.

Event description:
A customer contacted baxter's technical service center and reported a check final alarm that occurred on the homechoice (hc) unit. This event occurred during use; however, the patient was not connected. The home patient (hp) stated that a bag became disconnected. The hp was attempting to clear the alarm and start over. The hp pressed buttons and changed her therapy. The technical service representative (tsr) explained that she needs to contact her nurse for proper therapy. No patient injury or medical intervention was reported. No further information is available at this time.